Manufacturer narrative:
The reported device has not been received. The product was not evaluated, therefore the cause of the event could not be conclusively determined from the available information. Should the device be received for evaluation, new information shall be submitted in a follow up report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex embolization device (ped) failed to completely open at the distal segment during a flow diversion procedure. The ped was used to treat patient's giant saccular aneurysm located at ophthalmic segment of the internal carotid artery. It had max size of 27m and neck width of 16mm. The landing zones artery sizes were 30.3mm distally and 4.08 proximally. Vessel tortuosity was describe as moderate. It was reported the ped's were prepared following instruction for use. The microcatheter was delivered to the junction of m1 and m2 segment of the middle cerebral artery. Ped was then delivered via the microcatheter to the targeted location. The distal segment of the ped was unsheathed, but it did not open as expected. After 3 minutes wait / observation time, there was no change to the ped condition. Therefore, the ped was further unsheathed for 6mm anticipating the distal segment of the ped to open. However, the tension in the system was too high causing the ped and microcatheter tip to move inside the aneurysm sac instead. The ped and microcatheter system was removed from the patient. New devices were used to continue the procedure. No patient injury reported.

Manufacturer narrative:
The pipeline flex was returned for evaluation. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The pushwire appeared to be bent at a section near the proximal end. The distal and proximal ends of the pipeline flex shield braid were found fully open with moderate fraying. No other anomalies were observed. Based on the analysis findings, the report of pipeline flex failure to open at the distal end could not be confirmed and the event cause could not be determined. The returned pipeline flex braid was found fully open with moderate fraying at both ends. The cause for damage could not be determined. It is possible that the patient's moderate vessel tortuosity contributed to the reported issues. Additionally, from the damages seen on proximal wire (bending), braid (fraying), and hypotube (stretching), it appears that high force was used. It is likely these damages occurred when the customer attempted to advance/retrieve the pipeline flex through the micro catheter against resistance. Per our instructions for use (IFU), the user should: ¿discontinue delivery of the device if high force or excessive friction is enco untered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resi stance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ no evidence was found to suggest that the device failed to meet specifications; therefore, manufacturing has been ruled out as a pot entail cause. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.